Event description:
It was reported that the male external catheter had strong adhesive. The complainant reported that the removal of the catheter was tough and painful for the patient. The catheter reportedly had to be pulled up and cut in order for it to be removed. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential failure mode could be ¿device is difficult to remove¿. A potential root cause for this failure could be "adhesive is too strong". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: " directions: to apply 1) wash penis with mild soap and warm water. Dry thoroughly. 2) trim pubic hair if necessary. 3) unroll self-adhering catheter over penis. 4) gently squeeze the catheter to properly seal adhesive to the skin. Important: wear time may be significantly reduced if adhesive is not properly sealed to the skin. 5) connect to drainage device. Directions: to remove gently roll catheter off the penis. Note: if necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the male external catheter had strong adhesive. The complainant reported that the removal of the catheter was tough and painful for the patient. The catheter reportedly had to be pulled up and cut in order for it to be removed. No medical intervention was reported.